Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp), the device's diagnostic report (drpt) was not provided. When asked what the battery malfunction was, it was stated to be asked but unknown (asku). The patient information from the time of the event was also asku. The hospital equipment department replaced the backup battery to resolve the issue and return the device to full functionality. The device was confirmed to have returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device stated there was a battery malfunction. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. Following the device issue, the ventilator was immediately replaced with another ventilator, and the problem ventilator was sent to the maintenance department for repairs. This investigation is ongoing.